Event description:
It was reported that stent fracture occurred. During a coronary angioplasty in a calcified lesion, a 4.00 x 12 synergy drug-eluting stent was advanced for treatment. However, during crossing of the calcified lesion, the stent was fractured. The device was replaced and successfully completed with a non-boston scientific stent. The were no patient complications reported.

Manufacturer narrative:
The synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No issues identified with the outer/mid-shaft sections or the inner lumen of the device. Microscopic inspection revealed no signs of damage, stretching, or lifting of the stent struts, no issues with the balloon cones, no signs of stent movement, and no signs of distal tip damage. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement.

Event description:
It was reported that stent fracture occurred. During a coronary angioplasty in a calcified lesion, a 4.00 x 12 synergy drug-eluting stent was advanced for treatment. However, during crossing of the calcified lesion, the stent was fractured. The device was replaced and successfully completed with a non-boston scientific stent. The were no patient complications reported.